Event description:
It was reported that during treatment with a polyflux 210h, a dialysate leakage from the connection between port and the clean coupler (non-baxter) was observed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the actual device was not received for evaluation, however, companion samples were provided. The visual inspection of the companion samples showed no conspicuousness. For two companion samples, a leak test of the dialysate side was performed and no leak was observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.